Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted due to an earlier than expected elective replacement indicator (eri). Guidant received additional information that during the replacement visual inspection of this chronic defibrillation lead noted an insulation abrasion. The lead was repaired and remains implanted with the new guidant ICD. The explanted device was returned to guidant for analysis.